Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) delivered some electric shocks. It was suspected that this patient was in sinus rhythm. Technical services (ts) was consulted and provided troubleshooting suggestions. The ICD tried to be interrogated. Unfortunately, it was found that the remote monitoring capabilities had become disabled due to limited battery capacity once the ICD reached the end of life (eol). Further review of this ICD data revealed that anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Additionally, out-of-range pacing impedance measurements, out-of-range shock impedance measurements, and noisy signals were also observed. ICD system replacement was recommended. Subsequently, a revision procedure was performed and the ICD and the non-boston scientific lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) delivered some electric shocks. It was suspected that this patient was in sinus rhythm. Technical services (ts) was consulted and provided troubleshooting suggestions. The ICD tried to be interrogated. Unfortunately, it was found that the remote monitoring capabilities had become disabled due to limited battery capacity once the ICD reached the end of life (eol). Further review of this ICD data revealed that anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Additionally, out-of-range pacing impedance measurements, out-of-range shock impedance measurements, and noisy signals were also observed. ICD system replacement was recommended. Subsequently, a revision procedure was performed and the ICD and the non-boston scientific lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned ICD found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.